Manufacturer narrative:
Colophony-intolerances cannot be excluded. So far, we have not rec'd any info about any reactions to certain flavors or other ingredients. The case was assigned to the department of complaints and documented. No reports have been rec'd regarding other cases of this type in relation with voco profluorid varnish. At this time, no further measures are planned on this case.

Event description:
A dentist alleged that she and two patients have had an adverse reaction to perfluorid varnish. The dentist and one of the patients had swollen lips and tongues, itching and burning. The throat of the second patient swelled up and she chose to go to hospital for treatment.